Manufacturer narrative:
(B)(4). Date sent: 11/5/2024. Additional information was requested, and the following was obtained: did the reload completely fall out of the jaws or was it just a portion of the reload that was not completely seated in the channel? It completely fell out and had to be retrieved with another instrument. This happened twice. What is the or staff¿s experience with loading echelon cartridges? They are experienced in reloading the gun. Rep was also present in the case and can confirm the reload went in correctly and clicked both times. Did the staff confirm that the cartridge was clicked into place prior to use? Yes. They confirmed and the rep can also confirm as she was in theatre at the time.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. Additional information received: discussion with the surgical team regarding their experience with the device: per the surgical team, overall they are pleased with the device, the main concern is the issue of battery power while in procedure. Per the surgical team, they have had difficulty with the battery power source disconnecting from the device. Also had difficulty straightening the device to get out of the port after firing cycle was completed. Additionally, they have noticed stiffness, making it slightly more tuff to use then the previous stapler. They liked the articulation for bariatric procedures. Firing is smooth and controlled. Ergonomics is easy to use.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch #974c89. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the handle shrouds partially opened, and with no reload present. The handle shrouds were removed and were found to be damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. Also, the cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Also, the reload retention was as expected. It is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 974c89, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the gun felt extra stiff and extremely hard to close. When he closed and wanted to open, it wouldn¿t open from the tissue and he had to manually open the grey handle. The reload fell out of the gun whilst inside the patient three times. A new gun was opened to complete the rest of the procedure.

Manufacturer narrative:
(B)(4). Date sent 10/28/2024, d4 batch #974c89. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the handle shrouds partially opened, and with no reload present. The handle shrouds were removed and no damage was noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. Also, the cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing the device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Also, the reload retention was as expected. It is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 974c89, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number c9e06t, and no non-conformances were identified. Additional information was requested, and the following was obtained: did retrieval alter the procedure in any way? No. If yes, please explain. Is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the reload completely fall out of the jaws or was it just a portion of the reload that was not completely seated in the channel? What is the or staff¿s experience with loading echelon cartridges? Did the staff confirm that the cartridge was clicked into place prior to use? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.